Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead due to fluctuating high lead impedance from 400 to 1700 ohms. The high voltage portion of the lead remains in use. No patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff suffered physical and other injury as a result of the recalled lead including loss of consortium, severe emotional stress, and mental anguish. No further patient complications were reported as a result of this event.